Event description:
Customer reported that they cut their right thumb while opening a vial of 0.8% resolve panel a lot vra105, cell #3. They reported the cap was on tight and while trying to open it, the top of the vial broke. Employee was wearing gloves when incident occurred and followed all internal procedures for cleansing the cut. The cut was small, no sutures required. The blood used to MFR the reagent red blood cells undergoes required viral testing and results must be negative. However, risk of transmission of bloodborne disease is not remote. This report corresponds to ortho-clinical diagnostics, inc.